Manufacturer narrative:
The suspect battery charger 2 was returned to the manufacturer for evaluation. Testing found that the charger board had no output from multiple channels.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the charger board for the imaging system was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect charger board has not been received by the manufacturer for evaluation.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the charger board for the imaging system was releasing a voltage that was not within range of specifications. No additional information was provided. There was no patient present when this issue was identified.